Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 350 (mg/dl). Customer administered a bolus to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Contact indicated that they have spoken with their health care provider to discuss diabetes management.